Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited sensing issue. The condition of the patient was unknown. And will be continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.